Event description:
Upon receipt of the device, the user observed a cf0c error message. The user replaced the cable between 500 and 540, but the issue was unresolved. No other details regarding the nature of the event were provided. Since the event occurred out of box, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.